Event description:
It was reported that a user contacted support requesting to stop ilet alerts, and the agent explained that alerts cannot be disabled and provided education on dismissing alerts and reducing alert volume; the event was associated with high glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included customer interview and troubleshooting with user education on alert management. Investigation of this case revealed no device malfunction or component failure, with user concern related to alert behavior consistent with intended safety functions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with no evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.